Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. A customer reported that after they had applied the adc device, they noticed the "introduction needle was stuck in their vent". The customer further reported that they were able to remove the needle themselves and there was no third-party intervention provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.